Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site, and subsequently underwent a procedure to excise the excess skin (date not reported). The implanted device currently remains insitu.

Manufacturer narrative:
Per the clinic, the patient's abutment was removed under a general anaesthetic (date not reported).